Manufacturer narrative:
The patient is 67 or 69 years of age. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 15-30 minutes during treatment with a cartridge bloodline, the dialysis machine generated several "air in blood" alarms. Eventually the alarms cleared but no air or bubbles could be observed within the extra-corporeal circuit. As a result of the alarms, the patient experienced shortness of breath and chest pain. Patient was placed in minimum ultrafiltration rate and in trendelenburg position and received saline due to hypotension. Reportedly the symptoms dissipated. No additional information is available. .